Event description:
It was reported that the recipient has been experiencing skin problems over the implant site for about 6 months to a year and probability of infections, therefore, revision surgery was performed. At explantation, the skin was not intact over the device. Swelling around the implant. Device was already dislocated at explantation. Moreover, recurrent infection behind the pinna with continues discharge with infected at magnet site.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
It was reported that the recipient has been experiencing skin problems over the implant site for about 6 months to a year. There were recurrent infections behind the pinna with continues discharge with infected magnet site. At explantation, the skin was not intact over the device. Swelling around the implant.